Event description:
It was later reported that the patient was fine and didn't have any symptoms. The patient went to the hcp to get a pump replacement due to low battery.

Event description:
It was reported that the device telemetry confirmed a critical alarm due to zero ml reservoir volume. Drug delivered via the device was lioresal. No further information was provided. Additional information has been requested but was not available as the date of this report.

Manufacturer narrative:
Catheter model: 8731, (B)(4), implanted on: unk, explanted on: unk.